Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced difficulty operating the tenacio pump. A surgical procedure was performed to replace it with an ms pump. No patient complications were reported.